Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), abnormal atrial and ventricular electrical signals were noted indicative of a deployment in the coronary sinus. Second attempt to implant the device was aborted following confirmation of deployment in the coronary sinus and a subsequent echocardiogram revealed that a pre-existing effusion had grown in size. It was reported that the pericardial space was tapped and blood was withdrawn manually by syringe and reinserted/reinjected via femoral vein access. This process was repeated for approximately an hour to an hour and a half until an on call cardiac surgeon arrived and the operating room ( or) was prepped for emergency sternotomy. The patient's chest was cracked open and visual confirmation of damage to the coronary sinus was made as the sternotomy procedure was started. The patient's condition deteriorated during transfer to the or, code was called, and compressions were started.   The patient passed away on the table.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-jul-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 26-jan-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.